Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The healthcare provider (hcp) ¿shut his bolus off, but he said the bolus never had an alarm on it, but when I turned it on when he came home from the hospital, the alarm went off but when I put it on the pump to see what code came up it wouldn't let me". The reporter indicated the patient was being weaned from the pump medication to achieve minimum rate. The patient was disabled with scoliosis. The patient was "almost murdered by an inmate" who hit patient in throat", and 5 years later, the patient was "bent over to the point where he now looks at the ground when he's walking. He has ropes going down the sides of his back, neuropathic pain". It was confirmed that this occurred prior to pump implant. The patient was in "pain so severe (B)(6)2018 that any one of those things that happened in the hospital can occur again". The hospitalization was from (B)(6) 2018. The patient contracted pneumonia while in hospital. No interventions were mentioned. The patient had a 27% decrease (in medication). The reporter stated "we've had someone in our house every day handling pt, ot, it, ut, you guess it, so we're exhausted". The hcp dismissed the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 2.756 mg/day via an implanted pump for non-malignant pain and chronic low back pain. On (B)(6) 2018 the patient¿s pump ¿malfunctioned¿ and the patient was ¿overdosed.¿ the patient was on the couch and he was never on the couch. The reporter noticed the patient had a blood clot on his chin. The reporter woke the patient up and brought dinner to him. The patient was slumped over to his right and the reporter had to whistle loud to bring him out of it. The ambulance was called and the patient¿s blood pressure was way down. The paramedic said he would have been dead in the next five minutes if she had not called. The ambulance paramedic gave the patient a drug to counteract the morphine in the patient¿s system, which caused patient to convulse, vomit, and his body atrophied (patient had renal failure) when he got to the emergency room (ER) on (B)(6) 2018 the patient was dehydrated. The patient¿s spouse tried to call the doctor¿s office on (B)(6) 2018 and their answering machine said answering hours were monday-friday so no one was available to consult. The patient came home from the hospital on (B)(6) 2018. It was also noted when the pump was implanted they were going to fix the position, but the patient did not have enough fat in the area so it was still crooked. It was also reported in (B)(6) 2018 the patient was sleeping too much so they reduced the morphine in the pump by 5% from 3.148 mg/day to 2.756 mg/day (concentration 10 mg/ml). The reporter was to follow up with the healthcare provider (hcp). It was noted the doctor dismissed the patient on the date of this report because the caller was upset when she called them (they told her that they could not be patients anymore). The patient would continue to see the doctor for the pump to be titrated down 27% until the pump was empty. The reporter requested physician¿s listings. It was asked and unknown if the change in therapy/symptoms was sudden or gradual. They were currently giving the patient ¿norco¿ but it was not really helping. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated they had requested a list of providers from the pain pump. It was noted it seemed most of those contacted were either unable to be reached or no longer dealt with the infusion pumps. Much to the reporter¿s frustration the list the doctor sent was even worse as five were a five-hour drive. The one she did reach said yes, they did the pump and to call the next day. The next day she called five times, and no one returned the call. It was reported this was becoming an urgent matter as the patient was a workman¿s comp patient and their literature supported the patient regarding the type of pain he had and how important it was to avoid disruptions in his care providers. It was noted if she lost her husband to the horrific withdrawal he experienced in the hospital, ¿trust me when I say they would not give him anything to assist in this.¿ she had made attempts to contact physicians provided to her but had still not been able to secure care with one. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Continuation of d10: product ID 8835; serial# (B)(6); product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a 6 mg overdose 5 years ago. The overdose caused atrophy, vomiting, stroking, "you name it". The patient had a narcan drip and when they got out of the hospital they were told to come back to reduce the medication as the patient had lost 10 lbs.